Manufacturer narrative:
Initial reporter address: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the white tube connecting the adapter of a minicap transfer set came loose. This was observed when the protective cap (pull ring) was pulled off. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction made to f10/h6: component codes: replace g04020 with g04134. H10: the device was received for evaluation. A visual inspection with the naked eye noted the silicone tubing separated from the patient adapter. There was evidence on the inside of the tubing that the patient adapter was previously assembled to the tubing. The reported condition was verified. The cause of the condition could not be determined; however, the assembly between the patient adapter and the tubing or bushing is a friction fit and not a solvent bond. A strong tug on the tubing or the patient adapter / bushing could cause a separation. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.